Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The patient¿s baseline nihss score (B)(6). The patient¿s post-thrombectomy condition nihss score (B)(4). The catheter was not a medtronic product.

Manufacturer narrative:
Product analysis #: ¿ as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened solitaire fr inner pouch (b396893). ¿ damage location details: no bends or kinks were found with the solitaire fr pusher. The stent was not still attached to the pusher. The pusher wire was found separated at ~1.15mm from the distal edge of the marker coil. ¿ testing/analysis: the broken solitaire fr pusher was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via tensile overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ and ¿separation¿ reports were confirmed. Separation can occur if the device is advanced/retrieved against resistance. Possible causes of ¿resistance¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or user does not maintain continuous flush. The catheter used in the event was not returned; therefore, an analysis could not be performed. In addition, the make/model of the catheter used was not reported. Therefore, ¿use of an incompatible catheter¿ and ¿catheter damage¿ could not be ruled out as potential causes. Information regarding if a continuous flush was used was not reported; therefore, ¿user does not maintain continuous flush¿ could not be ruled out as a potential cause. It is possible the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. However, the cause could not be determined as insufficient information was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire broke and resistance occurred. The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery. IV tpa was not contraindicated. There was 2 passes with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 2 hours. No patient symptoms or further complications were reported as a result of this event. It was reported that during intracranial thrombectomy, 8f was sent to the common carotid artery through a angiographic guide wire. After removing the angiographic guide wire, opening the microcatheter and the thrombectomy stent, when pushing the stent to the microcatheter, it was found that the pushing resistance was greater than usual. Then withdrew the stent push rod, it was found that the stent did not move in the microcatheter, the push rod had withdrawn from the microcatheter, and the stent was broken in the microcatheter. The microcatheter was withdrawn, the stent was taken out, and the thrombectomy stent was reopened and the operation was successfully completed. Resistance occurred during procedure in the middle section of the catheter during delivery. The vessel was not tortuous. The reported device and any accessory devices were prepared as indicated in the IFU.